Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery performed (B)(6) 2017. Revision surgery performed (B)(6) 2017. Revision hip. Acetabulum only. Patient was experiencing pain. The cstem implant remains insitu and was not revised. No x-rays or other old notes available. It was also reported that pain was due to cup being too big and impingement. Doi: (B)(6) 2017; dor: (B)(6) 2017; unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.